Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc cardiac ablation with a thermocool smarttouch sf and the patient experienced cardiac perforation that required surgical intervention and prolonged hospitalization. As a reference (B)(6) hospital, they protocolized the procedures to optimize workflow, prevent complications, make a better user and patient experience, and to track easier any data. For every and each ep 3d procedure, indistinct of their weight, nursing staff places patches and 2 indifferent electrodes (one in the lower back and the other one in the left scapula). This is because the operating room (or) does not have a good ground and normally, during ablation, they have impedance values higher than 120 ohm with only one indifferent electrode. Therefore, they decided to place 2 indifferent electrodes in all patients, both connected to the smartablate generator. Also, as part of the protocol, they decided to reduce the pre-ablation irrigation time to 0 s. All procedures are supported by one cardiovascular anesthesiologist, one anesthesia resident, one anesthesia nurse, one electrophysiologist, one electrophysiology fellow, two electrophysiology nurses, one clinical account specialist (cas) and sometimes one acas too. They started turning on the auto pattern acquisition and recording an initial intracardiac echocardiography (ice) video. Mapping strategy was to go transseptal to the left ventricle (lv), using agilis and the wire to make the punction; draw contours of both ventricles, arteries and relevant surrounding structures with the soundstar with views from the right ventricle (rv), the right atrium (ra) to see the lv recess and the left atrium (la) to see clearly the mitral annulus. Then they made anatomical merge, and started local activation time (lat) mapping with the thermocool smarttouch sf catheter using parallel mapping (one with lat hybrid and the other taking manual points, using confidence with just pattern matching filter (>97%), reannotated manually every point to the onset far-field bipolar signal of egm map 1-2 (sometimes to the sharpest deflection of the unipolar egm)). They found the earliest pvc (premature ventricular contraction) electrogram in the inferior portion of the lv process; compared with the lat hybrid map confirming the same earliest point and started ablation with 25w and approximately 20g of contact. The first ablation lasted less than 25 s, getting aprox 450 of surpoint, the initial impedance drop was more than 10 ohm and eliminated successfully the pvc in a single-shot. The physician decided to extend the ablation set surrounding the earliest point for a total of 10 rf ablations, 4 min rf ablation time and 200 ml fluid used. Finally, waited 20 min with no pvc reinduction, recorded a final ice video (without pericardial effusion) and pulled out all catheters. The patient was discharged of the hospital the next day with no post-op complication; that same day the patient took a flight to her home city. Two days later she went to the emergency room (ER), after 2 hours of feeling chest pain, dizziness and weakness. Many tests were made and discovered a pericardial effusion with cardiac tamponade. She was taken immediately to surgery to explore the heart and close the perforation. The patient required prolonged hospitalization. The physician informed the event to the hospital adverse event committee, started an internal investigation and asked for a complete case review. The only hypothesis to explain why the patient had that late adverse event, was due to placing two indifferent electrodes for ablation, which could redistribute the energy applied and damaged the tissue. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.